Event description:
A report was received that the patient was having dizzy spells, reduced blood pressure and heart problems whether the device was turned on or off. The physician was looking toward the stimulator as the source. The patient had a follow up with a cardiologist and things had gone back to normal and was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having dizzy spells, reduced blood pressure and heart problems whether the device was turned on or off. The physician was looking toward the stimulator as the source. The patient had a follow up with a cardiologist and things had gone back to normal and was doing well.